Event description:
Same case as 6000093-2005-906. Five day post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt arrived from an outlying hosp to the holding room with a sheath in place in the right groin and IV heparin infusing. Once in the cath lab the heparin drip was discontinued. The right groin sheath was exchanged for a 7fr. Sheath. A 2.5x15mm maverick balloon was advanced to the mid left anterior descending (lad) artery to predilate the vessel. The maverick balloon was inflated a total of five times ranging from 6-14 atm's for 15-25 secs. A taxus express2 2.5x20mm drug eluting stent was advanced to the target lesion. The stent balloon was inflated to 12 atm's for 30 secs. The sheath was removed and a femstop was placed. The pt received a heparin bolus and intra coronary (ic) nitroglycerin (ntg) during the procedure as well as fentanyl for sedation and 2% lidocaine as a local anesthetic. The pt returned 5 days later with unk symptoms. The pt presented to the cath lab in sinus rhythm with no ectopy and IV ntg infusing. Access was again obtained through the right femoral artery. Angiogram showed a >50% stenosis in the mid lad. Angiomax was started, ntg was discontinued and IV neosynephrine was started. A 2.5x15mm maverick balloon was advanced to the target area. The balloon was inflated to 6 atm's for 12 secs and 15 atm's for 21 secs. At this point the physician encountered deflation difficulty of the maverick balloon. After multiple attempts the inflated maverick balloon was removed. A voyanger balloon was inserted and inflated at total of 7 times ranging from 3-16 atm's for 7-21 secs. A 3.0x8 mm quantum balloon was then advanced to the target area and inflated a total of 5 inflations to 6-12 atm's for 8-20 secs. The physician then placed a taxus express2 3.0x12mm drug eluting stent at the mid lad site. The stent was deployed to 14 atm's for 25 secs and the procedure was complete. The angiomax was discontinued. The pt had received ic ntg during the procedure along with fentanyl and 2% lidocaine. No further pt complications have been reported.